Manufacturer narrative:
Clarification of data reported in the initial report: the retest data (0.55) was generated with a second lot number. A second manufacture report number has been submitted to document the data generated with a second lot number. (3002809144-2017-00127) the lot number, 71098li00:, generating the original data previously reported was omitted from the report., documented. Information previously reported regarding age and gender was added to age or date of birth and sex. Evaluation: an investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 71083li00, which contains identical bulk reagents as lot 71098li00, met acceptance criteria and determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27, lot number 71098li00, was identified.

Event description:
Western blot testing was completed for the patient specimen and generated a positive result.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a (B)(6) results for a (B)(6) year old female patient. The customer provided the following data (s/co): on (B)(6) 2017: initial result 1.56, retest result 1.56 ((B)(6)). On (B)(6) 2017: a new specimen was drawn: initial result 0.5, retest result 0.55 ((B)(6)). On (B)(6) 2017 a specimen was tested at the (B)(6) center for (B)(6) where a (B)(6) result was generated (method unknown) the following results were provided: serum initial: 1.01 s/co, with replicate 0.99 s/co. Serum was retested on (B)(6) 2017, result: 0.48 s/co. There was no adverse impact to patient management reported.